Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No stuck button alarm, insulin flow blocked alarm, damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. The device was received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received a stuck button alarm and insulin flow block alarm while bolus. The customer stated that it was a past event and was resolved by complete set change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.